Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for t-wave oversensing (twos). The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to change the right ventricular (rv) lead sensitivity parameters and the device and rv lead remain in use. No further patient complications have been reported as a result of this event.